Event description:
During testing, an 8100 pump module was observed to continue pumping after vtbi had been reached and knocking or rattling noises were heard. The pump enclosure was opened to examine the interior. The biomedical engineering technician found that three of the enclosure's standoffs that secure the main board and pump mechanism had completely fractured into two pieces, allowing the board and pump mechanism to float inside the enclosure. The condition of the enclosure did not suggest that the standoffs had fractured due to the pump being dropped. It is possible that the standoffs fractured due to inherent stress.